Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. This device was finally explanted, initial reporter was also updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected fracture. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead appear to be fractured, the lead remains in service. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported.